Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet stuck and a tip clamp stuck in the reported problem area of the pipette assembly. Fse replaced all parts noted. The instrument was inspected, tested without further problem and returned to service.